Manufacturer narrative:
(B)(4). Pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with partially broken retainer, serial number label fading and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.